Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood/body fluid (not obstructed) on the distal conductor.

Event description:
It was reported that a left ventricular lead was attempted but the patient had diaphragmatic stimulation and high thresholds. After reconsideration, the physician determined that the left ventricular lead was not required as the patient had a right bundle branch block. No left ventricular lead was implanted. No patient complications have been reported as a result of this event.